Event description:
The patient reported their blood glucose (bg) level rose over 400 mg/dl, while wearing the pod between 4 and 24 hours. They reported taking the pod off the infusion site (abdomen), and finding the cannula was bent. Additionally, they reported they were unsure if the cannula was properly seated in the infusion site, which they assume was what caused the cannula to become bent. The patient activated a new pod and continued treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005. 007.s908usqs8eyc1 smartphone hardware: sm-s908u cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.